Manufacturer narrative:
Insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, scratched overlay, cracked select button keypad overlay, cracked case behind the pump near the battery compartment, fading end cap address label, serial number label missing, keypad overlay texture damage, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that crack is seen on reservoir thread. The insulin pump will be returned for analysis.